Event description:
Provider states the end user alleges the weight is 500 pounds but the bed has 3 casters that are bent over, the frame is bent and broken. Provider states the bed has sunk in the middle.